Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that the patient suffered an inappropriate shock due to signal oversensing. X-rays were performed and technical services recommended to revise the electrode. Subsequently, this electrode was explanted and replaced, while the related subcutaneous implantable cardioverter defibrillator was not revised and remains in service. This implantable electrode is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient suffered an inappropriate shock due to signal oversensing. X-rays were performed and technical services recommended to revise the electrode. Subsequently, this electrode was explanted and replaced, while the related subcutaneous implantable cardioverter defibrillator was not revised and remains in service. This implantable electrode was returned for analysis. No additional adverse patient effects were reported.